Event description:
A male patient with a medical history of smoking, diabetes mellitus, previous pci in 2007, chronic pulmonary disease had a 2.75 x 13 cypher stent implanted in the proximal right coronary artery the following month. The following day the patient had a recurrence of chest pain with st elevation and myocardial infarction (mi). Patient had a re-intervention in the ostium of the right coronary. The patient was treated with a balloon angioplasty only. There was no evidence of thrombus.

Manufacturer narrative:
The device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.